Event description:
It was reported a patient underwent a sling procedure on (B)(6) 2012 and suture was used. During the procedure it was noted that the tip of the needle was missing. It is uncertain if the needle fragment remains in the patient. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated which revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. A visual inspection was performed on one additional loose needle returned for evaluation. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). The surgeon reports that the needle fragment does not remain in the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.